Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/fracture') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, sexually transmitted disease, trichomoniasis, appendicitis, vaginitis bacterial, right lower quadrant pain, urinary frequency, ovarian cyst, low grade squamous intraepithelial lesion and vaginitis bacterial. Concurrent conditions included vaginal itching, vaginal discharge, vaginitis bacterial, nausea, vaginal irritation, sleep problem, anxiety, right lower quadrant pain, urinary frequency and polycystic ovary. Concomitant products included alprazolam (xanax), ibuprofen since (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 and metronidazole (flagyl). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems:mental anguish"), 8 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection ( bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain ("physical pain/ pelvic area") and abdominal pain ("pain abdominal area"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, fracture, psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: possible fragmentation of the right essure wire with a small amount of fluid at the expected location of the right cornu. Physician uncertain if this is related to reported symptoms of right lower quadrant pain or not. Small complex left ovarian cyst is also identified. The appendix appears normal.. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abdominal pain, device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, medical history were added incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, sexually transmitted disease, trichomoniasis and appendicitis. Concurrent conditions included vaginal itching, vaginal discharge, vaginitis bacterial, nausea, vaginal irritation, sleep problem, anxiety, right lower quadrant pain, urinary frequency and polycystic ovary. Concomitant products included alprazolam (xanax), ibuprofen since (B)(6) 2018 and metronidazole (flagyl). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("infection ( bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain ("physical pain/ pelvic area") and abdominal pain ("pain abdominal area"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: possible fragmentation of the right essure wire with a small amount of fluid at the expected location of the right cornu. Physician uncertain if this is related to reported symptoms of right lower quadrant pain or not. Small complex left ovarian cyst is also identified. The appendix appears normal. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abdominal pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, sexually transmitted disease, trichomoniasis and appendicitis. Concurrent conditions included vaginal itching, vaginal discharge, vaginitis bacterial, nausea, vaginal irritation, sleep problem, anxiety, right lower quadrant pain, urinary frequency and polycystic ovary. Concomitant products included alprazolam (xanax), ibuprofen since (B)(6) 2018 and metronidazole (flagyl). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("infection ( bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain ("physical pain/ pelvic area") and abdominal pain ("pain abdominal area"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: possible fragmentation of the right essure wire with a small amount of fluid at the expected location of the right cornu. Physician uncertain if this is related to reported symptoms of right lower quadrant pain or not. Small complex left ovarian cyst is also identified. The appendix appears normal.. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abdominal pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs & mr was received. New events abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, device breakage, abdominal pain were added. New reporter was added. Patient demographics was added. Concomitant and historical condition were added. Concomitant drugs was added. Event onset dates were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.